Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) for a cuff upsize due to impending urethral erosion. Cuff was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced hematuria. Expanding erosion around the urethra was diagnosed by cystoscopy. Cuff may have been too tight.